Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon further follow up with the customer, it was confirmed that the attendee did not implement the pre-cleaning process per their guidelines. There scope was not pre-cleaned with an enzymatic solution after the procedure and the scope was not sent for reprocessing until over 2 hours had passed. As a result, during reprocessing, the scope was found to have blood clots. It was further noted that the facility's standard practice is to pre-clean all scopes immediately after they are withdrawn from the patient. The scope in question was not used in a normal day to day procedure. Based on the results of the investigation, the root cause was user error. The customer confirmed that the user's reprocessing steps deviated from the instructions for use (IFU). It is likely the user's understanding of device handling and/or reprocessing steps deviated from olympus recommendations. The event can be detected and prevented by handling the device in accordance with the following IFU: gif type h180 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif type h180 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional findings are as follow: distal end plastic cover had deep scratches and dents, bending section cover had deep scratches and cuts, bending section cover glue was cracked, objective lens was chipped, light guide lens had peeling on cement, insertion tube had deep scratches, light guide tube had minor buckle, angulation angle wires became stretched, and control knob angle wired became stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, insufficient or incorrect reprocessing scope was used for the next procedure. Extended dwell time post procedure. There was no delay or report of patient harm.